Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to suspected dislodgement. The lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection noted stretched coils at approximately 95 millimeters from the terminal end. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to a blockage encountered at approximately 15 millimeters from the terminal end. An x-ray examination confirmed that the blockage was caused by the conductor coils being deformed. This type of damage is typical of helix extension/retraction difficulty which likely occurred during explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to suspected dislodgement. The lead is expected to return. No additional adverse patient effects were reported.